Manufacturer narrative:
Device was returned for investigation. It was reported that a "force sensor bridge test" complaint. Confirmed complaint, force sensor bridge test error occurs at startup. Also found several logs in the alarm history for the force sensor bridge test. Evaluation found the main circuit board to be malfunctioning. Replacing the main circuit board resolved the problem. Recalibrated all sensors and loaded standard 1a12 configuration. Pump passes all functional testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump keeps alarming - system failure during force sensor bridge test. This happened before infusion and there was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.